Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited high out of range pace impedances on the right ventricular (rv) lead. The values were greater than 2000 ohms. In addition, oversensed noise was observed on the rv channel, but no pacing inhibition occurred. The system was going to be reprogrammed to bipolar and sensing would be decreased. The rv lead is another manufacturer's product. No adverse patient effects were reported.

Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.